Event description:
It was reported that this lead was explanted due to dislodgement presented, which was confirmed through x-rays and lead testing. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Based on the instructions for use for this product, dislodgement behavior is a known inherent risk of the use of this lead. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was explanted due to dislodgement presented, which was confirmed through x-rays and lead testing. No additional information is available at the moment. No additional adverse patient effects were reported.